Event description:
Customer reported that the "cannula did not insert properly" which resulted in her bg level rising to 400 mg/dl.

Manufacturer narrative:
The customer reported the "cannula did not insert properly." However, since the pod was not returned for eval, no malfunction can be confirmed. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically, if the cannula is not properly inserted, hyperglycemia may result." To avoid hyperglycemia, the user guide strongly suggests users check their blood glucose at least 4 to 6 times a day. Lot qualification records were reviewed and determined to have met all acceptance criteria.